Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was admitted in intense care unit for ketoacidosis. The customer's blood glucose at the time of incident was unknown and customer's blood glucose while hospitalized was 780 mg/dl. The date at which customer was hospitalized was (B)(4) 2017. The cause of hospitalization was diabetes ketoacidosis. The customer was not wearing the insulin pump during the hospitalization. It also stated that customer was off the insulin pump was 12 hours. It also stated that the drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed displacement test, self test and unexpected restart error test. Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform prime test, excessive no delivery test, delivery accuracy test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. Unit alarmed intermittent during testing failed battery test due to corroded battery tube. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label.